Event description:
While ventilating pt on high frequency oscillatory ventilator (hfov) the mean airway pressure (map) acutely increased from 28 to 40cmh2o pressure. There was no obvious reason for this; however the proper adjustments were immediately (within seconds) made to return the pt to the desired map. The patient suffered no harm as a result of this incident, and the equipment involved was saved and given to the proper department personnel for follow-up investigation and evaluation.